Event description:
It was reported that the patient presented in clinic with inappropriate shocks due to incorrect interpretation of signal from the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. Patient condition is stable.